Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/lower pelvic") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included neck pain and paratubal cyst. Previously administered products included for birth control: micronor. Concurrent conditions included depression since 2006, morbid obesity since 2006, fatigue since 2006, anxiety, hypothyroidism, cephalgia, vertigo, irritability, feeling guilty, feelings of worthlessness, stress, shoulder injury, urinary retention, weight decreased, sore throat, nasal congestion, rhinorrhea, nasal discharge discolouration, cough, upper respiratory infection, general body pain, cramp in lower abdomen, irregular periods and dyspareunia. Concomitant products included colecalciferol (cholecalciferol) since (B)(6) 2015, ferrous gluconate since 2006, fluoxetine since 2006, isopropanol;paraffin;sodium;stearyl alcohol (hydrophilic) since 2006, levothyroxine sodium (synthroid), propranolol hydrochloride (propranol hcl) since march 2015 and topiramate since 2006. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 years 5 months after insertion of essure. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and uterine haemorrhage ("abnormal bleeding (general) uterine bleeding"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and uterine haemorrhage had resolved and the genital haemorrhage, abdominal pain, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine, headache, uterine bleeding, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 3 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the surgery was much more severe than what would have been required of a tubal ligation. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.